Event description:
It was reported a patient's right ventricular (rv) lead presented with oversensing noise and loss of capture. Programming changes were made to restore normal parameters. The patient was asymptomatic.

Event description:
It was reported a patient's right ventricular (rv) lead presented with oversensing noise and loss of capture. No changes were reported. The patient was asymptomatic.